Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device after a coronary stenting interventional procedure, using a 6f sheath. Reportedly, as the device was ready to enter the patient anatomy, the suture link was seen hanging out of the device and the foot was partially open. The abbott vascular representative was present at the procedure and requested that the device not be used. The device had not been inspected prior to use. Another proglide device of a different lot number was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Event description:
Clarification and additional information: this report captures the first proglide device. It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device after a coronary stenting interventional procedure, using a 6f sheath. Reportedly, as the first device was ready to enter the patient anatomy the suture link was seen hanging out of the device and the foot was partially open. The device had not been inspected prior to use. The abbott vascular representative was present at the procedure and requested that the device not be used. A second proglide device of the same lot number was unpacked and during device inspection the link was seen hanging out of the device. This device was not used and there was no patient involvement. A third proglide device of a different lot number was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture link was seen hanging out of the device and the foot was partially open was confirmed. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. The instructions for use under precautions states: prior to use, inspect the perclose proglide smc system to ensure that the sterile packaging has not been damaged during shipment. Examine all components prior to use to verify proper function. Exercise care during device handling to reduce the possibility of accidental device breakage. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The second, unused proglide device referenced is filed in another medwatch report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient weight is estimated to be (B)(6) lbs. (B)(4). The second proglide device referenced is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.